Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal and excessive bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ill-defined disorder ("chronic illnesses"), abdominal pain lower ("cramping"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression"), bacterial vaginosis ("bacterial vaginosis"), migraine ("migraine"), nausea ("nausea"), dyspareunia ("painful intercourse"), weight increased ("weight gain"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with surgery (underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, ill-defined disorder, abdominal pain lower, vaginal discharge, mood swings, depression, bacterial vaginosis, migraine, nausea, dyspareunia, weight increased, alopecia and fatigue outcome was unknown. The reporter considered abdominal pain lower, alopecia, bacterial vaginosis, depression, dyspareunia, fatigue, genital haemorrhage, ill-defined disorder, migraine, mood swings, nausea, pelvic pain, vaginal discharge and weight increased to be related to essure. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received. New events , "abnormal and excessive bleeding, mood swings, depression, bacterial vaginosis, migraine, nausea, cramping, painful intercourse, chronic pelvic pain, weight gain, hair loss, fatigue, and vaginal discharge" were added. Product information added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure noted to be perforated through tube into mesosalpinx'), device expulsion ('migration of essure device location of device: uterus,'), pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 36-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (after conceiving on the nuvaring) and hypoaesthesia. Concurrent conditions included polyarthritis, hernia repair, fractured nose, pain in elbow, lateral epicondylitis, dizziness, joint swelling, speech disorder, upper extremity dysfunction, numbness of upper extremities, hematochezia, weakness, facial weakness, melena, rectal bleeding, tetany, acute sinusitis, hand swelling, muscle spasms, back pain and abdominal pain. Concomitant products included abatacept (orencia) since 2018, adalimumab (humira) since 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2017, cyclobenzaprine since 2015, duloxetine since 2015, etanercept (enbrel) since 2015, ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2009 to (B)(6) 2010, ibuprofen since (B)(6)2017, isotretinoin (accutane) since (B)(6)2011, methotrexate since 2015, norethisterone (norethindrone) since (B)(6)2017, prednisone since 2015, sulfasalazine since 2015 and tramadol since 2015. On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). On 11-may-2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's disease"), 6 years 7 months after insertion of essure. On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6)2017, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6)2017, the patient experienced migraine ("migraine"), nausea ("nausea"), headache ("headaches") and vertigo ("vertigo"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and excessive bleeding"), ill-defined disorder ("chronic illnesses"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), cyst ("cyst"), furuncle ("boils"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), nervous system disorder ("neurological conditions /problems"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full), salpingectomy (bilateral), salpingectomy (bilateral removal of fallopian tube) and underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, ill-defined disorder, vaginal discharge, mood swings, depression, bacterial vaginosis, nausea, weight increased, vaginal haemorrhage, urinary tract infection, fibromyalgia, raynaud's phenomenon, cyst, furuncle, back pain, dermatitis allergic, hypersensitivity, bladder disorder and nervous system disorder outcome was unknown, the pelvic pain, abdominal pain lower, migraine, dyspareunia, alopecia, fatigue, female sexual dysfunction, headache, vertigo, dysmenorrhoea, vision blurred, haemorrhoids, menorrhagia and abdominal pain had resolved and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, cyst, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haemorrhoids, headache, hypersensitivity, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: 09-mar-2018(discrepancy noted in insertion date) there was noted to be 2 coils distal to the tubal ostia deployed. The left fallopian tube with essure was sent to pathology. Essure device was seated appropriately with 2 coils emanating into, the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: postsurgical changes status post periumbilical hernia repair with an intact repair and no convincing evidence for re-herniation. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Mild thickening of the gastric aunts from which may be related to under distension. Cystoscopy - on an unknown date: on eua, small, mobile, retroverted uterus with no adnexal masses. Normal vaginal and cervical mucosa with no masses or lesions, no abnormal discharge, no bleeding. Normal appearing uterus, normal appearing bilateral ovaries. Bilateral fallopian tubes with coils in place, left essure noted to be perforated through tube into mesosalpinx,otherwise normal appearing tubes.. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: normal brain MRI. Ultrasound scan - on an unknown date: the uterus is anteverted and measures 8.6 x 4.2 x 6.3 cm. The myometrium is homogeneous. Essure devices in place, also seen on outside CT; the endometrial component of the left device is not well seen. Endometrial stripe is unremarkable measuring 13 mm. Concerning the injuries reported in this case, the following one were confirmed in patient medical records:headaches,rheumatoid arthritis,lower abdominal pain,fatigue,dysmenorrhea,pelvic pain,migraine headaches,fibromyalgia,abdominal pain,abdominal pain,fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure noted to be perforated through tube into mesosalpinx'), device expulsion ('migration of essure device location of device: uterus,'), pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal and excessive bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in a 36-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (after conceiving on the nuvaring) and hypoaesthesia. Concurrent conditions included polyarthritis, hernia repair, fractured nose, pain in elbow, lateral epicondylitis, dizziness, joint swelling, speech disorder, upper extremity dysfunction, numbness of upper extremities, hematochezia, weakness, facial weakness, melena, rectal bleeding, tetany, acute sinusitis, hand swelling, muscle spasms, back pain and abdominal pain. Concomitant products included abatacept (orencia) since 2018, adalimumab (humira) since 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017, cyclobenzaprine since 2015, duloxetine since 2015, etanercept (enbrel) since 2015, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 to (B)(6) 2010, ibuprofen since (B)(6) 2017, isotretinoin (accutane) since (B)(6) 2011, methotrexate since 2015, norethisterone (norethindrone) since (B)(6) 2017, prednisone since 2015, sulfasalazine since 2015 and tramadol since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's disease"), 6 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2017, the patient experienced migraine ("migraine"), nausea ("nausea"), headache ("headaches") and vertigo ("vertigo"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ill-defined disorder ("chronic illnesses"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), cyst ("cyst"), furuncle ("boils"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), nervous system disorder ("neurological conditions /problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), salpingectomy (bilateral removal of fallopian tube) and underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, ill-defined disorder, vaginal discharge, mood swings, depression, bacterial vaginosis, nausea, weight increased, vaginal haemorrhage, urinary tract infection, fibromyalgia, rheumatoid arthritis, raynaud's phenomenon, cyst, furuncle, back pain, dermatitis allergic, hypersensitivity, bladder disorder and nervous system disorder outcome was unknown and the pelvic pain, abdominal pain lower, migraine, dyspareunia, alopecia, fatigue, female sexual dysfunction, headache, vertigo, dysmenorrhoea, vision blurred, haemorrhoids, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, cyst, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haemorrhoids, headache, hypersensitivity, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: (B)(6) 2018(discrepancy noted in insertion date) there was noted to be 2 coils distal to the tubal ostia deployed. The left fallopian tube with essure was sent to pathology. Essure device was seated appropriately with 2 coils emanating into, the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: postsurgical changes status post periumbilical hernia repair with an intact repair and no convincing evidence for re-herniation. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Mild thickening of the gastric aunts from which may be related to under distension. Cystoscopy - on an unknown date: on eua, small, mobile, retroverted uterus with no adnexal masses. Normal vaginal and cervical mucosa with no masses or lesions, no abnormal discharge, no bleeding. Normal appearing uterus, normal appearing bilateral ovaries. Bilateral fallopian tubes with coils in place, left essure noted to be perforated through tube into mesosalpinx,otherwise normal appearing tubes. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: normal brain MRI. Ultrasound scan - on an unknown date: the uterus is anteverted and measures 8.6 x 4.2 x 6.3 cm. The myometrium is homogeneous. Essure devices in place, also seen on outside CT; the endometrial component. Of the left device is not well seen. Endometrial stripe is unremarkable measuring 13 mm. Concerning the injuries reported in this case, the following one were confirmed in patient medical records: headaches,rheumatoid arthritis,lower abdominal pain,fatigue,dysmenorrhea,pelvic pain,migraine headaches,fibromyalgia,abdominal pain,abdominal pain,fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure noted to be perforated through tube into mesosalpinx'), device expulsion ('migration of essure device location of device: uterus,'), pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal and excessive bleeding') and rheumatoid arthritis ('rheumatoid arthritis') in a 36-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (after conceiving on the nuvaring) and hypoaesthesia. Concurrent conditions included polyarthritis, hernia repair, fractured nose, pain in elbow, lateral epicondylitis, dizziness, joint swelling, speech disorder, upper extremity dysfunction, numbness of upper extremities, hematochezia, weakness, facial weakness, melena, rectal bleeding, tetany, acute sinusitis, hand swelling, muscle spasms, back pain and abdominal pain. Concomitant products included abatacept (orencia) since 2018, adalimumab (humira) since 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6)2017, cyclobenzaprine since 2015, duloxetine since 2015, etanercept (enbrel) since 2015, ethinylestradiol;etonogestrel (nuvaring) from (B)(6)2009 to (B)(6)2010, ibuprofen since (B)(6)2017, isotretinoin (accutane) since (B)(6)2011, methotrexate since 2015, norethisterone (norethindrone) since (B)(6)2017, prednisone since 2015, sulfasalazine since 2015 and tramadol since 2015. On (B)(6)2009, the patient had essure inserted. In (B)(6)2011, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced vision blurred ("blurred vision"). On (B)(6)2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's disease"), 6 years 7 months after insertion of essure. On (B)(6)2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6)2017, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6)2017, the patient experienced migraine ("migraine"), nausea ("nausea"), headache ("headaches") and vertigo ("vertigo"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ill-defined disorder ("chronic illnesses"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), cyst ("cyst"), furuncle ("boils"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), nervous system disorder ("neurological conditions /problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), salpingectomy (bilateral removal of fallopian tube) and underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, ill-defined disorder, vaginal discharge, mood swings, depression, bacterial vaginosis, nausea, weight increased, vaginal haemorrhage, urinary tract infection, fibromyalgia, rheumatoid arthritis, raynaud's phenomenon, cyst, furuncle, back pain, dermatitis allergic, hypersensitivity, bladder disorder and nervous system disorder outcome was unknown and the pelvic pain, abdominal pain lower, migraine, dyspareunia, alopecia, fatigue, female sexual dysfunction, headache, vertigo, dysmenorrhoea, vision blurred, haemorrhoids, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, cyst, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haemorrhoids, headache, hypersensitivity, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: (B)(6)2018(discrepancy noted in insertion date) there was noted to be 2 coils distal to the tubal ostia deployed. The left fallopian tube with essure was sent to pathology essure device was seated appropriately with 2 coils emanating into, the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: postsurgical changes status post periumbilical hernia repair with an intact repair and no convincing evidence for re-herniation. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Mild thickening of the gastric aunts from which may be related to under distension. Cystoscopy - on an unknown date: on eua, small, mobile, retroverted uterus with no adnexal masses. Normal vaginal and cervical mucosa with no masses or lesions, no abnormal discharge, no bleeding. Normal appearing uterus, normal appearing bilateral ovaries. Bilateral fallopian tubes with coils in place, left essure noted to be perforated through tube into mesosalpinx,otherwise normal appearing tubes.. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Nuclear magnetic resonance imaging - on an unknown date: normal brain MRI. Ultrasound scan - on an unknown date: the uterus is anteverted and measures 8.6 x 4.2 x 6.3 cm. The myometrium is homogeneous. Essure devices in place, also seen on outside CT; the endometrial component of the left device is not well seen. Endometrial stripe is unremarkable measuring 13 mm.. Concerning the injuries reported in this case, the following one were confirmed in patient medical records:headaches,rheumatoid arthritis,lower abdominal pain,fatigue,dysmenorrhea,pelvic pain,migraine headaches,fibromyalgia,abdominal pain,abdominal pain,fallopian tube perforation . Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 16-sep-2019: pfs and medical record received:reporters added. Product lot number added. Events vaginal bleeding, urinary tract infections, apareunia, fibromyalgia, rheumatoid arthritis, headaches, device expulsion, vertigo, dysmenorrhea, blurred vision, hemorrhoids, raynaud's disease, cyst, furuncle, fallopian tube perforation, back pain, menorrhagia, dermatitis allergic, hypersensitivity, bladder disorder, nervous system disorder,abdominal pain were added and outcome of events hair loss,migraines,headaches,nausea,vertigo,dyspareunia,hemorrhoids,fatigue,pelvic pain,lower abdomen pain,bleeding,abdominal pain added as recovered. Concurrent condition,medical history,concomitant medication were added. Patient date of birth added. Lab data added on 19-sep-2019: fu 2 and fu 3 processed together. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure noted to be perforated through tube into mesosalpinx'), device expulsion ('migration of essure device location of device: uterus,'), pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 36-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (after conceiving on the nuvaring) and hypoaesthesia. Concurrent conditions included polyarthritis, hernia repair, fractured nose, pain in elbow, lateral epicondylitis, dizziness, joint swelling, speech disorder, upper extremity dysfunction, numbness of upper extremities, hematochezia, weakness, facial weakness, melena, rectal bleeding, tetany, acute sinusitis, hand swelling, muscle spasms, back pain and abdominal pain. Concomitant products included abatacept (orencia) since 2018, adalimumab (humira) since 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017, cyclobenzaprine since 2015, duloxetine since 2015, etanercept (enbrel) since 2015, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2009 to (B)(6) 2010, ibuprofen since (B)(6) 2017, isotretinoin (accutane) since (B)(6) 2011, methotrexate since 2015, norethisterone (norethindrone) since (B)(6) 2017, prednisone since 2015, sulfasalazine since 2015 and tramadol since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's disease"), 6 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced haemorrhoids ("hemorrhoids"). In (B)(6) 2017, the patient experienced migraine ("migraine"), nausea ("nausea"), headache ("headaches") and vertigo ("vertigo"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and excessive bleeding"), ill-defined disorder ("chronic illnesses"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), cyst ("cyst"), furuncle ("boils"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), nervous system disorder ("neurological conditions /problems") and abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), salpingectomy (bilateral removal of fallopian tube) and underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, ill-defined disorder, vaginal discharge, mood swings, depression, bacterial vaginosis, nausea, weight increased, vaginal haemorrhage, urinary tract infection, fibromyalgia, raynaud's phenomenon, cyst, furuncle, back pain, dermatitis allergic, hypersensitivity, bladder disorder and nervous system disorder outcome was unknown, the pelvic pain, abdominal pain lower, migraine, dyspareunia, alopecia, fatigue, female sexual dysfunction, headache, vertigo, dysmenorrhoea, vision blurred, haemorrhoids, menorrhagia and abdominal pain had resolved and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, cyst, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haemorrhoids, headache, hypersensitivity, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: (B)(6) 2018( discrepancy noted in insertion date) there was noted to be 2 coils distal to the tubal ostia deployed. The left fallopian tube with essure was sent to pathology essure device was seated appropriately with 2 coils emanating into, the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: postsurgical changes status post periumbilical hernia repair with an intact repair and no convincing evidence for re-herniation. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Mild thickening of the gastric aunts from which may be related to under distension. Cystoscopy - on an unknown date: on eua, small, mobile, retroverted uterus with no adnexal masses. Normal vaginal and cervical mucosa with no masses or lesions, no abnormal discharge, no bleeding. Normal appearing uterus, normal appearing bilateral ovaries. Bilateral fallopian tubes with coils in place, left essure noted to be perforated through tube into mesosalpinx,otherwise normal appearing tubes.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: normal brain MRI. Ultrasound scan - on an unknown date: the uterus is anteverted and measures 8.6 x 4.2 x 6.3 cm. The myometrium is homogeneous. Essure devices in place, also seen on outside CT; the endometrial component of the left device is not well seen. Endometrial stripe is unremarkable measuring 13 mm. Concerning the injuries reported in this case, the following one were confirmed in patient medical records:headaches,rheumatoid arthritis,lower abdominal pain,fatigue,dysmenorrhea,pelvic pain,migraine headaches,fibromyalgia,abdominal pain,abdominal pain,fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: outcome of event rheumatoid arthritis was updated to not recovered. New reporters added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left essure noted to be perforated through tube into mesosalpinx'), device expulsion ('migration of essure device location of device: uterus,'), pelvic pain ('chronic pelvic pain') and rheumatoid arthritis ('rheumatoid arthritis') in a 36-year-old female patient who had essure (batch no. 646527) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included miscarriage (after conceiving on the nuvaring) and hypoaesthesia. Concurrent conditions included polyarthritis, hernia repair, fractured nose, pain in elbow, lateral epicondylitis, dizziness, joint swelling, speech disorder, upper extremity dysfunction, numbness of upper extremities, hematochezia, weakness, facial weakness, melena, rectal bleeding, tetany, acute sinusitis, hand swelling, muscle spasms, back pain and abdominal pain. Concomitant products included abatacept (orencia) since 2018, adalimumab (humira) since 2015, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2017, cyclobenzaprine since 2015, duloxetine since 2015, etanercept (enbrel) since 2015, ethinylestradiol;etonogestrel (nuvaring) from december 2009 to february 2010, ibuprofen since (B)(6) 2017, isotretinoin (accutane) since (B)(6) 2011, methotrexate since 2015, norethisterone (norethindrone) since (B)(6) 2017, prednisone since 2015, sulfasalazine since 2015 and tramadol since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In january 2015, the patient experienced vision blurred ("blurred vision"). On (B)(6) 2016, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and raynaud's phenomenon ("raynaud's disease"), 6 years 7 months after insertion of essure. On (B)(6) 2017, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). On (B)(6) 2017, the patient experienced haemorrhoids ("hemorrhoids"). In november 2017, the patient experienced migraine ("migraine"), nausea ("nausea"), headache ("headaches") and vertigo ("vertigo"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal and excessive bleeding"), ill-defined disorder ("chronic illnesses"), vaginal discharge ("vaginal discharge"), mood swings ("mood swings"), depression ("depression"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), vaginal haemorrhage ("vaginal bleeding"), urinary tract infection ("urinary tract infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), fibromyalgia ("fibromyalgia"), cyst ("cyst"), furuncle ("boils"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy : rash/skin condition"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), nervous system disorder ("neurological conditions /problems"), abdominal pain ("abdominal pain") and arthralgia ("joint pain") and was found to have weight increased ("weight gain"). The patient was treated with duloxetine hydrochloride (cymbalta) and surgery (hysterectomy (full), salpingectomy (bilateral), salpingectomy (bilateral removal of fallopian tube) and underwent a hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, device expulsion, genital haemorrhage, ill-defined disorder, vaginal discharge, mood swings, depression, bacterial vaginosis, nausea, weight increased, vaginal haemorrhage, urinary tract infection, fibromyalgia, raynaud's phenomenon, cyst, furuncle, back pain, dermatitis allergic, hypersensitivity, bladder disorder and nervous system disorder outcome was unknown, the pelvic pain, abdominal pain lower, migraine, dyspareunia, alopecia, fatigue, female sexual dysfunction, headache, vertigo, dysmenorrhoea, vision blurred, haemorrhoids, menorrhagia and abdominal pain had resolved and the rheumatoid arthritis had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, bacterial vaginosis, bladder disorder, cyst, depression, dermatitis allergic, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, fibromyalgia, furuncle, genital haemorrhage, haemorrhoids, headache, hypersensitivity, ill-defined disorder, menorrhagia, migraine, mood swings, nausea, nervous system disorder, pelvic pain, raynaud's phenomenon, rheumatoid arthritis, urinary tract infection, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: (B)(6) 2018(discrepancy noted in insertion date) there was noted to be 2 coils distal to the tubal ostia deployed. The left fallopian tube with essure was sent to pathology essure device was seated appropriately with 2 coils emanating into, the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): abdomen scan - on an unknown date: postsurgical changes status post periumbilical hernia repair with an intact repair and no convincing evidence for re-herniation. Bilateral adnexal varices which can be seen with pelvic congestion syndrome. Mild thickening of the gastric aunts from which may be related to under distension. Cystoscopy - on an unknown date: on eua, small, mobile, retroverted uterus with no adnexal masses. Normal vaginal and cervical mucosa with no masses or lesions, no abnormal discharge, no bleeding. Normal appearing uterus, normal appearing bilateral ovaries. Bilateral fallopian tubes with coils in place, left essure noted to be perforated through tube into mesosalpinx,otherwise normal appearing tubes.. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Magnetic resonance imaging - on an unknown date: normal brain MRI. Ultrasound scan - on an unknown date: the uterus is anteverted and measures 8.6 x 4.2 x 6.3 cm. The myometrium is homogeneous. Essure devices in place, also seen on outside CT; the endometrial component of the left device is not well seen. Endometrial stripe is unremarkable measuring 13 mm.. Concerning the injuries reported in this case, the following one were confirmed in patient medical records:headaches,rheumatoid arthritis,lower abdominal pain,fatigue,dysmenorrhea,pelvic pain,migraine headaches,fibromyalgia,abdominal pain,abdominal pain,fallopian tube perforation quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New event joint pain was added. Treatment drug was added. Reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.